Event description:
It was reported that when observing the device on a telemetry monitor, the device had a pacing problem; it was dropping a single beat every 1 hour, 30 seconds. Potential oversensing was noted, which was causing pacing inhibition. The device sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.